Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) implant procedure, after placement of the right atrial (ra) lead and right ventricular (rv) lead, initial electrical parameters and fluoroscopic confirmation indicated proper helix extension and fixation. However, upon connecting the leads to the ICD generator and placing the system into the pocket, persistent and repeated retraction of both the ra and rv lead helices was observed on fluoroscopy. Despite multiple attempts to re-extend the helices and re-secure the connections, the retraction recurred each time. A suspected malfunction of both the leads and the ICD was noted. The device system was replaced with competitor products. No adverse patient effects were reported during the procedure.